Event description:
Fmc canada reported (# 1095) an internal blood leak at the start of the treatment, first use. Estimated blood loss 250cc. No medical intervention. No sample available for examination.